Manufacturer narrative:
Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause of constant beeping with no alarm is a main board failure. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient has a cough one of remodulin pumps found to have been in off mode more than 24 hours from (B)(6) - (B)(6) 2023 around 1700. Restarted infusion. Then and got a headache and nauseated after resuming therapy. Light bothered him for a while and just wanted to sleep. Tonight, same pump. Alarming with steady beeping with. No error message steady beeping with no error message.